Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) identified a left bundle branch block (lbbb). Three days following the valve implant an ECG identified sinus bradycardia. Five days after the valve implant a permanent pacemaker was implanted as a result of the sinus bradycardia. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID envpro-16; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID l-envpro-16; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na, updated data: b3, b5, b6, d8, d10, g1, h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received during the valve implant procedure the delivery catheter system (dcs) resheathed the valve one time to reposition the valve. The day of the valve implant procedure the hemoglobin value dropped. As reported, this was most likely in the context of volume substitution in advance. 1 unit of packed red blood cells were transfused. No bleeding detected. The hemoglobin issue resolved the following day and was possibly related to the valve and implant procedure. The bradycardia and the left bundle branch block (lbbb) occurred two days post implant. The left bundle branch block (lbbb) resolved the same day as onset. The lbbb and sinus bradycardia were reported as possibly related to the procedure and probably related to the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.